Event description:
Related manufacturer reference number:2017865-2022-11508. It was reported that patient presented to emergency room after experiencing syncope and dizziness. Upon interrogation, it was found that patient's atrial lead and right ventricular lead exhibited noise oversensing. Pacing inhibition was also noted due to oversensing. Both leads were capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of noise oversensing was due to the exposure of the outer coil at the abrasion zone.